Event description:
There was an allegation of discrepant elecsys cmv igg assay results for one patient sample tested on a cobas e411 analyzer. Two different samples from the same patient were tested. On (B)(6) 2025, the initial cmv igg result was 14.38 u/ml. The cmv igm result was negative. On (B)(6) 2025, the same sample was repeated, generating a flagged result of 14.71 u/ml. On (B)(6) 2025, a different sample from the same patient was tested, generating a result of 13.9 u/ml. The cmv igm result was negative. Date unknown, the same samples were repeated, generating negative results for both cmv igg and igm. The avidity igg testing resulted in a non-determinable outcome, and the quantitative dna test indicated no detectable units.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Qc and calibration data were found to be within the expected ranges. Sample material was requested, however, it was not provided. Therefore, further investigation could not be performed. The investigation did not identify a product problem.